Event description:
"On (B)(6) 2020 while supporting a case with dr. (B)(6), we were unable to track the device listed in and through the existing graft that was already implanted in the patient. Several attempts to get the device through the tortuous anatomy was attempted, without removing the graft from the primary sheath, we removed the device from the patient anatomy, and decided to try and use another manufacturer device (gore) an same size device from another manufacturer was also unable to pass through the patient anatomy as well. The third manufacturer (cook) was able to pass and the doctor was able to deliver the device in the proximal thoracic aorta. There was no other problem with our device, other than the lack of being able to track through the existing grafts and handle the severely tortuous anatomy. Two other of our devices were used to reline & extend the covered portion of the aorta, in the distal descending aorta just above the celiac artery. These two devices were both deployed successfully." Patient outcome: "the patient was alive and well, after the procedure was performed on (B)(6) 2020."

Event description:
"On (B)(6) 2020 while supporting a case with dr. (B)(6), we were unable to track the device listed in and through the existing graft that was already implanted in the patient. Several attempts to get the device through the tortuous anatomy was attempted, without removing the graft from the primary sheath, we removed the device from the patient anatomy, and decided to try and use another manufacturer device (gore) an same size device from another manufacturer was also unable to pass through the patient anatomy as well. The third manufacturer (cook) was able to pass and the doctor was able to deliver the device in the proximal thoracic aorta. There was no other problem with our device, other than the lack of being able to track through the existing grafts and handle the severely tortuous anatomy. Two other of our devices were used to reline & extend the covered portion of the aorta, in the distal descending aorta just above the celiac artery. These two devices were both deployed successfully." Patient outcome: "the patient was alive and well, after the procedure was performed on (B)(6) 2020."